Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It ws reported that the pulse generator exhibited backup operation. The patient would be monitored.